Event description:
It was reported to boston scientific corporation in 2005 that a button replacement gastrostomy device was used during a procedure (patient age, gender, and weight unknown). According to the complaint, "the flange part was weaker than usual". Due to that condition, they were "unable to close the cap and it was torn". The procedure was completed with another button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device manufacture and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.